Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
At 5:27 pm the customer received a result of 18.5 mmol/l on the compact plus system. In response she took an unspecified amount of aspart insulin. She lost vision and passed out. She could not recall the exact time she passed out. She awoke about 20 minutes after passing out and self treated with juice. The manufacturer requested return of suspect product for evaluation.